Manufacturer narrative:
Product complaint # : (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00561.

Event description:
As reported by the field, during a stent-assisted aneurysm embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 7682980) became impeded in a prowler select plus 150/5cm microcatheter (606s255x 31024381) and could not pass through. The physician retracted the stent and microcatheter (mc) from the patient¿s body and switched to new devices to complete the surgery. The stent body was found to be separated prematurely from delivery wire. The procedure was prolonged about half an hour.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that they were no able to move the device at all due to the resistance. They were no able to torque the device. There was no evidence of physical material within the device. No excessive force was applied to the device. The basilar artery was being treated with a 3.8 mm in diameter. There was no clinical significance due to the 30-minute procedural delay. Complaint conclusion: as reported by the field, during a stent-assisted aneurysm embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 7682980) became impeded in a prowler select plus 150/5cm microcatheter (606s255x 31024381) and could not pass through. The physician retracted the stent and microcatheter (mc) from the patient¿s body and switched to new devices to complete the surgery. The stent body was found to be separated prematurely from delivery wire. The procedure was prolonged about half an hour. Additional information received indicated that they were no able to move the device at all due to the resistance. They were no able to torque the device. There was no evidence of physical material within the device. No excessive force was applied to the device. The basilar artery was being treated with a 3.8 mm in diameter. There was no clinical significance due to the 30-minute procedural delay. A non-sterile 4.5mm x 22 mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was found that the pouch contained only the detached stent inserted in a bent paper clip. The stent was inspected under a microscope, and no damages were found (i.e., no kinks, no bents, or broken struts). Both ends can be noted completely flared. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of lot 7773928. The historical record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent component being impeded in the microcatheter could not be evaluated through functional testing since the stent must be still inside the introducer tube to perform the functional analysis. However, based on the detached condition of the stent, the issue reported regarding a stent released during the retraction of the enterprise system was confirmed. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. ¿ withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. ¿ withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.